Event description:
Event location: (B)(6). Device description: the xplorer 1600 sys includes imaging dynamics co (idc) xplorer digital radiographic detector and the sedecal mfg urs plus positioning device. A tech at (B)(6) was in the radiography room and observed the idc xplorer 1600 digital radiographic sys perform uncommanded movement. The arm of the stand was positioned under the table, moved rapidly upwards and lifted the table partially off of the ground. The stand came to a stop with the idc xplorer detector head resting under the table. No pt was involved in this incident. There was no injury to any health professional. There was no accidental radiation exposure.

Manufacturer narrative:
The malfunction for this event occurred in the (B)(6). (B)(6) was notified on (B)(6) 2010. Imaging dynamics is waiting for a response from sedecal. The device has been evaluated by imaging dynamics co only. The clinical site has discontinued use of the sys. The clinical site has been uncooperative concerning info requested by idc for this incident.